Event description:
Rptr had meter to laboratory comparison tests done, side by side. The laboratory sample was drawn, immediately spun down, refrigerated, and sent out to a laboratory. Rptr's meter reading was 247 mg/dl, and the laboratory test result was 116 mg/dl. Rptr did not have any symptoms. A control test was not done due to lack of supplies. No harm was alleged.